Manufacturer narrative:
Additional information received confirmed the reported fracture abutment to be a zimmer abutment . Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. The device is not reportable due to an FDA malfunction variance (alternative summary report exemption e1998009). As a result, no further medwatch reports will be submitted. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information received confirmed the reported fracture abutment to be a zimmer abutment . This device is not reportable due to an FDA malfunction variance (alternative summary report exemption e1998009).

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided.

Event description:
It was reported that an unknown abutment hex fractured within the implant at tooth location 19. Patient will required new impression to restore the implant. Inflammation and bone loss was also reported.